Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (Npi) 8015 will not power up iui's. 8015 sn: (B)(4) customer wanted to know what's the cause for the 8015 to lose power to the iui. The customer stated that when he connects a 8100 no ID shows up. I explain to the customer that he might a bad iui connector. I asked the customer to get another 8015 and see if the 8100 connects the 8015 and show the iui's. Once the customer did that he said that when he changed the unit it works but when he goes back to the other 8015 it doesn't work. I explain to the customer that he needed to replace his iui board. The customer said ok and ended the call.